Manufacturer narrative:
H4: the lot was manufactured from february 3, 2020 - february 4, 2020. H10: the actual device was not available; however, photographs of the sample was provided for evaluation. The photos did not clearly show evidence of a leak from the device. The reported condition was not verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked during a patient infusion. The exact location of the leak was unknown. The device had been filled with fluorouracil and was attached to the patient at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.